Event description:
The service report shows the customer reported that the 840 ventilator had an occlusion while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing. As per customer, the patient was receiving a lot of medications and the respiratory therapist failed to change the filter causing an occlusion.